Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "transcatheter closure of an aorta to left atrial fistula with a cocoon membranous ventricular septal defect occluder in a septuagenarian patient." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "transcatheter closure of an aorta to left atrial fistula with a cocoon membranous ventricular septal defect occluder in a septuagenarian patient", was reviewed. The article presented a case study of a 79-year-old male patient. It was reported that on an unknown date, a 27mm epic mitral valve was implanted for mitral valve replacement (mvr). The patient also received concomitant tricuspid valve repair with a 30mm medtronic ring. Post-procedure, follow-up imaging revealed proper valve functioning with no evidence of mitral valve regurgitation or leakage around the valve. The patient was on a regular regimen of aspirin and warfarin, maintaining a therapeutic international normalized ratio level. It was then reported 5-years post-procedure, the patient presented with acute onset of significant effort tolerance and cardiac evaluation confirmed atrial fibrillation. Transthoracic echocardiogram (tte) showed an abnormal flow into the left atrium, however, the 27mm epic valve was functioning adequately with a mean gradient of 8mmhg and minimal mitral regurgitation. The abnormal flow had continuous doppler signals, unlike paravalvular systolic flows. Transesophageal echocardiography (tee) confirmed a fistula, measuring approximately 5mm located between the aortic non-coronary cusp and left atrium, with no aneurysmal dilatation of the non-coronary sinus. A decision was made to perform transcatheter closure of the fistula with a 6-4 cocoon membranous ventricular septal defect occluder. Post-intervention, the patient felt symptomatic benefit and was discharged. [The primary and corresponding author was anil kumar singhi, department of pediatric and congenital heart disease, medica super specialty hospital, mukundapur, kolkata, west bengal 700099, india, with corresponding e-mail address: singhianil@gmail.com].

Manufacturer narrative:
As reported in a research article, a patient experienced atrial fibrillation and fatigue requiring surgery and hospitalization following implantation of an epic mitral valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the reported fatigue appears to be related to the atrial fibrillation. A cause for the reported atrial fibrillation could not be conclusively determined. The reported surgery and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "transcatheter closure of an aorta to left atrial fistula with a cocoon membranous ventricular septal defect occluder in a septuagenarian patient".